Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via medwatch # mw5070969. It was reported a perforation occurred. In (B)(6) 1999, the patient had a greenfield¿ vena cava filter implanted. The patient had suffered from extreme back pain, fatigue, dizzy spells and a general state of not feeling well. In (B)(6) 2016, the problem with the greenfield¿ vena cava filter was detected. All six legs of the filter had penetrated the patient's vena cava. The patient was also told that one leg was near the portal vein and was near the renal artery which was likely the cause of the patient's back pain. The filter was removed and upon removal, one leg was adhered to the portal vein. The vein had significant bleeding which resulted in a blood transfusion.